Event description:
A breg polar care unit was applied to a pt after lateral release right knee surgery. Pt experienced lower calf leg pain 3 days post-op. On (B)(6), knee appeared to be good. On (B)(6), pt went to ER with swelling of the foot, calf and thigh and redness to right knee; diagnosed with (B)(6) and given keflex. On (B)(6), pt diagnosed with a subcutaneous hematoma which would not aspirate. Referred to a plastic surgeon. Plastic surgeon placed pt in hyperbaric chamber and diagnosed a full thickness injury, but not to fat or subcutaneous tissue. Debridement performed. Pt has scar and no functional limitations at this time.